Event description:
Medtronic received a report that during a glue embolization procedure performed by the surgeon, a marathon microcatheter was found to have a hole proximally near the benchmark catheter. The exact treatment location was not reported, but it was described as near the nose. The device was flushed on the back table prior to use, and no abnormalities were noted at that time. After accessing the treatment site and performing an angiographic run, contrast was observed exiting distally as expected; however, contrast was also seen leaking proximally near the benchmark catheter. Glue was not injected through the affected marathon. It was noted that the case involved very tortuous anatomy and the catheter required manipulation to gain access to the treatment site. The device was removed and replaced with a new marathon microcatheter, which functioned as intended and the procedure was completed successfully. .

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.